Event description:
It was identified through a follow up visit that one of the locking set screws had become detached form the construct. The surgeon has chosen at this time to not perform revision surgery. There is no evidence that the pt is in pain or has not experienced fusion. No other information was available for this occurrence.

Manufacturer narrative:
Pt's condition is unk at this time. There has not been any reports of pt pain or any evidence that the surgeon plans to revise. Pioneer surgical is continuing to request for more information but at this time no other information has been able to be collected. The risk of the set screw disassociated from the pedicle screw has been identified and mitigated through design controls prior to the marketing of this device. Further testing has briefed that the risk mitigation activities were effective. This is the first reported occurrence for the set screw disassociating since the product was market released.